Manufacturer narrative:
Product complaint #: (B)(4). Date of event: month and day unknown. Only year (2018) is known. Batch # p58k3l. Device evaluation summary: the analysis results found that a sr75 reload was received unfired and with the left gripping surface broken off making the reload nonfunctional. No functional testing was performed due to the condition of the reload. The condition of the reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique. Please refer instructions for use. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a colectomy procedure, the device didn't fire. Because it did not fire at all, there was no consequences.